Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of damaged battery issue was confirmed and reproduced during product evaluation. The assignable cause was determined to be operation of device on batteries for extending period of time with insufficient charging resulting in depleted main batteries. The main batteries and battery harness were replaced to correct the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. The user interface module software version is 6.13.92. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery issue. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.